Event description:
Event was discovered via email. The patient states he received a penuma implant and that after the operation he experienced extreme pain. He alleges that the implant broke through the skin, making him unable to walk without severe pain and to drip white blood plasma from his penis.

Manufacturer narrative:
Swelling and pain are known side effects of surgical procedures and are not considered serious injury. Risk of migration, erosion and pain are risks associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "infection or erosion of silicone block requiring removal." "Extended penile or scrotal pain and discomfort". "Temporary reactions, swelling and/or erythema" may occur. "Cutaneous hypersensitivity reaction, moderate foreign body reaction". After the implantation, the patient used an unauthorized gel with known side effects which include skin irritation, which can lead to skin thinning and implant erosion. When the patient returned for the explantation, it was noted that the erosion occured in the same area as the unauthorized gel was used. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists pain, infection, contracture, and curvature as anticipated adverse events. Implant extrusion/perforation and immigration is listed as an anticipated device deficiency.